Manufacturer narrative:
Siemens' investigation into the reported issue did not show any abnormality and the physical positon of the column axis was always identical to the corresponding displayed position. Additionally, the error log did not show any cause of the problem. As this is the first known event and analysis of the returned component did not show any abnormality, a root cause could not be determined. The encoder was exchanged by a siemens service engineer who calibrated the corresponding axes and returned the system to the customer. No further actions will be initiated and this is considered a single event.

Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on (B)(6) 2015 that the txt550 patient table column displays a position of 0 although physically the table is out by approximately three (3) degrees. Reportedly, there was no error message and no interlock. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).